Manufacturer narrative:
Customer reported a needle mechanism failure, however, the product was not returned so no evaluation is possible. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
Customer reported experiencing high bgs (400mg/dl - "high" bg meter reading) prior to deactivating the pod. Customer reported that once pod was removed, customer observed that the "needle was still extended and cannula was not extended." Customer did not report that an alarm was initiated or that the cannula was kinked. Pod will be returned for evaluation.